Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, started alarming as soon as batteries were installed and continued even after removing the batteries. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).